Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6); product type accessory; product ID a820; serial# unknown; product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that the controller was getting less and less functional over the past 2-3 months and getting worse. The patient stated that the issue probably had been going on from day one. The patient stated that they had to put the communicator directly on the skin to connect to the pump and it took 1-5 tries to start connecting and sometimes the screen was stuck on 90% for few seconds. The agent reviewed with the patient that the lag time was due to data storage on the handset. The agent asked how many boluses in a day the patient had, and the patient said, ¿4 boluses per day or in 48 hrs but she only uses 1-2.¿ a replacement communicator was requested from the repair department. No indication of patient harm.